Event description:
It was reported that multiple cartridges were not fitting onto the pump. Customer was able to eventually load a new cartridge, resolving the issue. There was no adverse impact to the customer's blood glucose level.